Event description:
A valiant cap stent graft system was implanted in the patient for the endovascular treatment of a 67mm fusiform, zone 3 thoracic aortic aneurysm. Vessel morphology was reported as the diameter of non-aneurysmal proximal neck is 40mm and the length from top of arch to proximal a neurysm is 20mm. Diameter of non-aneurysmal distal neck is 30mm. Aneurysm length: 133mm. It was reported that no leaks were identified during the index procedure; however, post-operative discharge an angiography confirmed a type ib endoleak. The physician noted that prior to the index procedure the plan was to use two stent grafts; however, the patient had a 10mm synthetic vessel implanted prior to the tevar repair and the physician opted to use only one valiant stent graft implanted with a conduit. The physician attributed the endoleak due the short landing zone due to the conduit. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. It was reported that secondary intervention will be performed to resolve the distal type I endoleak. Additional information has not been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).